Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿there are times when the image does not appear¿ was not confirmed. The device evaluation found converter failure and battery consumption. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus personnel reported on behalf of the customer that sometimes video did not appear on the evis lucera elite video system center. The issue was found during inspection for use in a diagnostic screening test. The intended procedure was completed with the same device. There was no report of delays or patient sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.